Manufacturer narrative:
Summary of investigation: there are no previous complaints of any of the two batches. We manufactured and distributed in the market (B)(4) units of the batch 125403 and (B)(4) units of the batch 125285. There are no units in our stock of any of the batches. Six cases received of the same code (two batches), regarding the same issue, from the same customer, at the same time. We have received two closed samples of batch 125285 and two closed samples of batch 125403. Tightness test to the closed samples received of both batches has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples received of the batch 125285 are 3.02 kgf in average and 3.01 kgf in minimum and of the batch 125403 are 2.53 kgf in average and 2.39 kgf in minimum and fulfil ep requirements: 2.04 kgf in average and 1.02 kgf in minimum. Degradation test results conducted on the closed samples received after 7 days in a sörensen solution at 37ºc of the batch 125285 are 0.99 kgf in minimum and 1.05 kgf in maximum and of the batch 125403 are 0.78 kgf in minimum and 0.78 kgf in maximum and fulfil bbraun surgical requirements: 0.31 kgf in minimum and 1.58 kgf in maximum. These values are the usual and the current ones for this thread and size. Batch manufacturing record: reviewed the batch manufacturing records of both batches, these products had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same thread raw material batches as the used in these products. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received of both batches comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported an unusual frequency of postpartum vaginal suture dehiscence encountered in the last month. In particular, we had six cases of dehiscence that we were forced to hospitalize and suture about a week after giving birth. The common factor in this critical situation is the use of the "novosin quick" 2/0 c3046236 suture thread. This unfortunate situation caused considerable distress for the patients, who had to stop breastfeeding, be hospitalized, and undergo anesthesia and antibiotic therapy. This unusual incidence of vaginal suture dehiscence has never been observed with the use of ethicon vicryl rapide 2/0. Additional information: all six cases, excessively rapid degradation of the thread used in the postpartum suture was observed. Not knowing which package the threads in question were taken from, the head nurse provided with two samples for each opened package. For this reason, we have two different reference lots. The lot number provided are 125403 and 125285. The colleague has 2 sample, of 2 different lots. Cases related with this complaint: 3003639970-2026-00012, 3003639970-2026-00017, 3003639970-2026-00018, 3003639970-2026-00019, 3003639970-2026-00021. Additional information has been requested.